Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 18, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter had a not holding charge issue. The complaint was classified based on the customer care advocate (cca) documentation the cca was advised by the patient that the issue starting occurring during (B)(6) 2016. The patient stated he manages his diabetes with insulin (self-adjuster) the patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue.; however did confirm that he has had an increase the amount of insulin injections he requires since (B)(6) 2016. The patient denied that he developed symptoms as a result of the issue; and denied receiving medical treatment for an acute diabetic excursion. Another device was used (unknown) with a result 75-100 units lower than the subject meter. At the time of trouble shooting, the cca confirmed the charging issue is a reoccurring issue, the cca was unable to identify if the meter was being fully charged during each charge and unable to identify the usage of the meter to determine frequency of charging was adequate. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred, nor did she receive medical intervention for an acute diabetic excursion. In addition, there is no evidence that the lfs device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.